Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that patient felt pain around the ins site and they were not sure what was going on. They had not felt pain like this at the pocket before. Caller noted falling in (B)(6) 2016 but that was not related to the ins. Caller stated they went to the hospital on (B)(6) 2017 because of the pain but they did not do much and told the patient to contact the manufacturer. Patient could not connect to ins using their patient programmer. It was noted that patient's current pain management doctor was not familiar with their devices. Caller was unsure if the pain was device related. Patient was looking to get in touch with local manufacturer representative. Patient did not use their hcp anymore. Patient declined to receive listings of physicians. Patient stated they has a pain management doctor and were wondering if they could use that hcp to see rep.